Manufacturer narrative:
The customer reported that a lower than expected vitros troponin I es (tropi es) result was obtained from a single patient sample tested with a vitros 5600 system. The vitros tropi es result was considered lower than expected when compared to a non-vitros troponin I result and a vitros high sensitivity troponin I (hstni) result obtained from the same patient sample. Since the vitros hstni and non-vitros troponin I results were both above the respective ami cutoff, it is likely the lower than expected vitros tropi es result is due to an unknown sample interferent that affects the vitros tropi es assay but not the non-vitros troponin I assay and vitros hstni assay, however, this could not be confirmed. Historic quality control results indicated that vitros tropi es reagent lot 6001 was performing as intended on the vitros 5600 integrated system and did not likely contribute to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 6001. No diagnostic within-run precision testing to assess the performance of the vitros 5600 integrated system was performed, therefore, a performance issue with the vitros 5600 integrated system could not be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was unknown if the customer was following the sample collection device manufacture's recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was potentially present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected vitros troponin I es (tropi es) result was obtained from a single patient sample tested with a vitros 5600 system. The vitros tropi es result was considered lower than expected when compared to a non-vitros troponin I result and a vitros high sensitivity troponin I (hstni) result obtained from the same patient sample. Patient sample tropi es result of <0.012 ng/ml(<url) vs. The expected non-vitros troponin I result and a vitros hstni result above the ami cutoff. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).